Event description:
Patient's pump output was 6.2 l/min prior to the pt losing consciousness. CPR was initiated, however the pt expired. No autopsy was performed. Pump/drive unit was not explanted from deceased.